Manufacturer narrative:
Product received for evaluation 1/7/97. Donor tubing was broken along the bond to the bushing. No conclusion could be drawn. Customer notified of evaluation results.

Event description:
Two freezing containers were found ruptured when removed from liquid nitrogen for thawing. It is assumed that the contents of the containers, blood stem cells for transplantation, were disposed of at the time of the events. It is assumed that sufficient back up cells were on hand for transplantation. No adverse pt events reported in assoc with these breakages. At the time of this report the containers have not been returned for eval. This type of event has been confirmed before from other customer sites. The root cause of these sporadic rupture events has not been conclusively detemined. In-house testing has however shown that the breakages are most likely due to the ingress of liquid nitrogen into the container during cryopreservating. The containers are extremely fragile when frozen and care must be taken not to mechanically damage the containers which would allow the ingress of liquid nitrogen.